Event description:
The customer complained false positive reactions of three known samples with erytypecell b. The customer had used the known samples as controls for erytypecell a1&b. Three patient samples that had caused false positives were sent to us for quality control and also the supposedly defective product was returned. The three samples were tested together with the returned product erytypecell b. All three samples correctly reacted negatively. We cannot confirm the customer's false positive reactions. Testing by the quality control laboratory confirmed the allegedly defective lot of erytypecell cell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
(B)(4).